Event description:
It was reported that the menu display of the external pulse generator was defective. The generator was returned for service. No patient involvement was indicated in this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event the display was missing segments. It was also noted that the upper case was dented into the keyboard area, the lower case was broken, the ring, side bail covers and ring, side bails were missing, one case screw was missing, the battery contacts were compressed, the battery drawer was contaminated, the keyboard was scratched.